Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator upgrade, an insulation anomaly three inches from the lead pin was noted. Due to patients anatomy the physician decided to repair the lead with medical adhesive. The lead remained implanted.